Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 501da20 mechanical valve, implanted (B)(6) 2006; 5076-45 implantable pacing lead, implanted (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported the patient fell resulting in high superior vena cava (svc) impedance over 200 ohms on the right ventricular (rv) lead. A fracture was noted. The lead integrity alert (lia) was also triggered. The svc coil was reprogrammed and the rv lead was later explanted and replaced. No further patient complications have been reported as a result of this event.